Event description:
Caller mentioned the customer went to the hospital on monday, (B)(6) 2013, for high blood sugar. Customer received a reading of 137 mg/dl on her aviva meter, but felt like her blood sugar was much higher. She took some medications, pills and shots, but still did not feel better. Customer did not provide what and how much medication she took. Customer then took the bus to the hospital. About 15 or 20 minutes after the initial reading of 137 mg/dl, customer received a 400 mg/dl on the hospital's meter. Customer was treated with unspecified pills at the hospital, was admitted overnight, and released on tuesday, (B)(6) 2013. Customer could not advise what kind of medication she was given at the hospital. At the time of the call, customer was not feeling well, had symptoms of high blood sugar, and did not provide specific symptoms. Caller advised customer did not want to answer any more questions. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.